Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced a blood glucose level of 348 mg/dl and an increase in aic from 6.9 to 7.5. Customer cleared the alarm and resumed insulin deliveries. Customer alleged the occlusion alarm was caused by a temperature change. Reportedly, the customer continued to use the pump for insulin therapy.